Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the device crashed suddenly with the batteries fully charged. The customer reported re-starting the device and upon power-up, immediately alarmed transducer fault and ventilator inoperable alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.